Event description:
Allegedly revised due to instability. Pain syndrome.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Product not returned for evaluation. No catalog/lot number was provided for quality or trending review; however, there are no trends for the product family. Included in the complaint information it was reported that the patient did not follow post-operative recommendations from the surgeon. With the circumstances of the incident and information regarding the non-compliance of the patient, no product related issues were identified.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00406. This event occurred in (B)(6).